Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has no yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corp that during a pelvic floor reconstruction procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly when the physician threw the suture through the sacrospinous ligament. The needle was caught in the capio carrier. The procedure was completed with another uphold vaginal support system with no complications to the pt, who is reportedly "fine" post-procedure.